Event description:
It was reported the customer had air bubbles in their reservoir. The customer stated the air bubbles were consistently occurring. Customer also stated they had tried several different reservoirs, but the issue persists. The customer's blood glucose was 171 mg/dl. The customer stated the air bubbles were between a quarter of an inch and half an inch wide. Customer stated they did not rewind the insulin pump with the reservoir in place. Troubleshooting found the customer was able to resolve the air bubbles with a manual prime. Customer will be sent replacement reservoirs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.